Manufacturer narrative:
To aid in the investigation of this issue, two (2) unused needles belonging to lot number 230204 were received for evaluation by our quality team. One (1) full syringe of medication was provided as well. Upon examination of the syringe, no plastic particles were observed within the syringe. The needle samples were tested with a lab vial (plastic stopper) and no difficulties were identified. The needles were then microscopically examined and no particles or signs of stopper fragmentation were identified; the bevels were found to be well formed. A device history record review was completed for provided material number 303129 and lot number 230204. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Based on the preventive measures in place, it is unlikely that coring resulted from poor or insufficient de-burring of the cannula. It is possible that the stopper conditions (ask your supplier for material changes as well as recommendations of storage in case humidity and/or temperature affects the fragmentation of the rubber) and the handling of the product had a role in the reported incident.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unpecified bd¿ needle was coring when used. The following was recieved by the initial reporter: while retrieving an ampule of rocuronium with a blunt collection needle, the rubber membrane was punctured. The incident was noticed and the drug was not administered to the patient.